Manufacturer narrative:
(B)(4). (Cuvette lots k0p3c503, k0p3c497). Method: device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Result: record evaluation completed. Complaint could not be confirmed. Device performed according to specifications. Conclusion: device evaluated and alleged failure could not be duplicated. Device operated according to specifications. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that protime microcoagulation system generated patient result higher than reference. Protime microcoagulation system generated pt/inr result of greater than 9.9 on the same day lab draw clotted before lab could perform test. Patient was given 5 mg of oral vitamin k and coumadin was withheld. There was no sign of bleeding from the patient. On (B)(6) 2011, pt/inr lab result 1.59. Quality control tests passed. No adverse event(s) reported.